Manufacturer narrative:
No lot code available, product discarded.

Event description:
Bacteria private parts, vaginal canal [bacterial vulvovaginitis]. Tampon stuck in vaginal canal [foreign body in reproductive tract]. Pain private parts, vaginal canal/hurt (when tampon removed) [vulvovaginal pain]. (Hurt) when he removed the tampon with tweezers [complication of device removal]. Tampon string came loose [device breakage]. A spontaneous report was received via phone on (B)(6) 2021 from a (B)(6) female consumer who used always tampons on an unspecified date in (B)(6) 2021, when the tampon string came loose and the tampon was stuck in her vaginal canal. She had pain and bacteria in her private parts and vaginal canal beginning on an unspecified date in (B)(6) 2021. She immediately went to see a gynecologist at the urgent care, and was hurt when the doctor removed the tampon with tweezers. She was currently hospitalized, beginning on an unspecified date, because of the bacteria it had caused. Her treatments included paracetamol ointment, an unspecified medication, and mild soap. It had been her first time using this version of the product, she had used 8 units when she had her menstrual flow, and product use was stopped on an unspecified date in (B)(6) 2021. The event outcomes for bacteria and pain were not recovered. The event outcome for retained tampon was recovered. The case outcome was improved. Allergy: none. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. 26-feb-2021 follow-up via phone: the consumer reported that she started using the tampons for the first time last month. When she removed one of the tampons, the string came off and the tampon stayed inside the vaginal canal. She went to the hospital to get the tampon removed, and the doctor recommended paracetamol, every eight hours for pain, and an unspecified ointment. Three days after the tampon was removed, she had a routine test that detected bacteria that had a risk of spreading to the uterus. She was hospitalized beginning (B)(6) 2021 and was currently still in the hospital receiving an unspecified antibiotic. The case outcome remained improved. No further information was provided.